Manufacturer narrative:
Method: complaint history analysis, risk assessment, manufacturing record review and visual inspection. Results: there have been 5 previous complaints similar to this event on this design. Previous investigations have indicated over-torquing/loading and/or screw angulation as contributing factors. The screw returned with this complaint shows similar wear to previous events. The crown of the screw has an off-center mark that indicates a large angulation. One of the female prongs for screwdriver connection has collapsed which is indicative of excessive force applied while at a maximum angulation. The retaining clip of the tulip head is damaged as well. The manufacturing file of the screw was also investigated and no deviations were found. Because of the event there was only a delay of 15 minutes of adverse consequences to the patient. Conclusion: the damage to the screw from this event is consistent with previous investigations and internal testing. Multiple and/or excessive loading was applied to the screw at a large angulation that lead to the tulip separation.

Event description:
It was reported that in tlif of l2-l5. The torque of torque wrench did not reach to 12 nm. But, the tulip head of the polyaxial screw was came off. The broken polyaxial screw was inserted in the l5. The surgeon had off the torque wrench and anti-torque key, and the surgeon confirmed that the blocker was reached (embedded) deeply than to the depth which the blocker was usually embedded. After that new polyaxial screw and new blocker were implanted. The polyaxial screw was not inserted at a steep angle. And the surgeon did not apply too much force. We confirmed that the part of the six point star of the screw shaft was broken. There was about 15 minute delay and no adverse consequences.